Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9736226, serial/lot #: (B)(4). Software analysis was completed and segfault in qmlguiservice was observed. This issue was consistent with a known software issue that is tracked in medtronic databases. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a functional endoscopic sinus surgery (fess). It was reported that the doctor was registering the patient and tracing on the patient¿s face, and when he looked up there was no 3-d model. The points were floating in space on a black screen. Once he finish tracing, the system shut down and gave the internal error 64. They let the system sit for one minute and then powered down and rebooted the system with no issues after that. There was a delay of less than one hour and no impact to the patient. It was clarified that instead of the system shutting down and giving an error, the system actually went to a black screen and then showed error 64. Additional information was received. It was reported that this happened in operating room (or) 9. In or 10 the navigation was tested by inserting the straight suction into the nasal cavity of the demo head and the probe was moved every 30 minutes for three hours. The issue was unable to be replicated. This test was repeated in or 9 with the system plugged into the outlet labeled "davinci 1" with nothing else plugged in and the issue was not able to be replicated. It was noted that in the complaint, the issue occurred with the system plugged into the "davinci 1" outlet, however, other equipment was also plugged into this outlet. It was noted that the surgeon had a five hour procedure at a later date in or 9 and the system was plugged into the "davinci 2" outlet with no other equipment plugged in and the system performed as intended. It was noted that moving forward, the site would plug the system into the "davi nci 2" outlet and all other equipment would be plugged into the "davinci 1" outlet.